Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the broach handles would not grab broach to pull it out. Had to bail to threaded broach remover. Spring in handle seems weak or latch mechanism doesn't work properly. Has happened in multiple other cases as well. There is a 8 minute surgical delay.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received. A. Was there any adverse consequences that affected the patient, because of the reported event? There were no adverse consequences to the patient. B. Please verify, what do you mean by the spring in handle seems weak or latch mechanism doesn't work properly? Was it broken into two pieces, worn, stripped, bent or cracked? I say, the spring seemed weak, because it would grab initially, but then immediately upon trying to mallet out the broach, it would come disconnected. There was nothing broken, worn, stripped, bent or cracked, that I could see myself. Upon further investigation of the handles, the design of the latching mechanism is not good. And should be reconsidered. It is too weak to lock on and not let go. C. Quantity involved? 2 handles were involved.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with this report was returned to depuy synthes for evaluation. Examination of the device cannot confirm, the reported allegation, as the returned devices work as intended. The overall appearance of the device is used. However, nothing indicative of a device nonconformance. Additional monitoring, for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary no device was received for examination; therefore, the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.